Manufacturer narrative:
Correction to section h6 evaluation code method and result. H3: evaluation summary: service personal(sp) inspected the unit and confirmed but could not duplicate the reported issue. Sp replaced control board and single board computer (sbc) as a precaution. Sp successfully performed all the tests and calibrations. The ventilator passed all required testing per manufacturer's specifications at the time of service. The investigation could not determine a cause of the event as the issue was confirmed but could not duplicate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the ht70 ventilator generated a system error and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without harm.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that, the ht70 ventilator generated a system error and ventilation stopped. One ht70 control board and one single board computer (sbc) board was received for failure analysis. This complaint was able to be verified in the logs but was unable to be replicated during testing. The device was connected to an external cable and was powered on, passing the power on self test (post). The event history was downloaded and examined. A system error was observed on the reported event date along with an exception error and a power down of the unit. During this time the device delivered ventilation properly, no loss of ventilation was able to be replicated. The investigation could not determine a cause of the event as the issue was confirmed in logs but could not duplicate. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.